Event description:
The surgeon reported that the recently implanted patient complained of "band-like" pain at the generator site which resolves with magnet disablement. It was noted that they instructed the patient to go to the hospital to get the device turned off. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.